Manufacturer narrative:
The act, esc and arrow buttons did not respond due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the unexpected restart, or battery out limit alarm due to the button keypad anomaly. No frozen screen was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and an unexpected restart. Blood glucose level at the time of the incident was 430 mg/dl. During troubleshooting, the caller stated that the display was frozen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.